Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed in the patient's abdomen for a ptbd procedure. After 2-3 minutes, leakage of the device was confirmed between the catheter and the hub. The catheter was then replaced with an identical device. This device was also found to leak in the same location and was replaced with a different drainage device. The procedure was successfully completed with this device.

Manufacturer narrative:
D10 - product received on: 18sep2018 investigation - evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU) manufacturing instructions, quality control, specifications, as well as a functional test, visual inspection and dimensional verification of the returned devices was conducted during the investigation. Two 8.5fr mac-loc catheters were returned for evaluation. For the first catheter, no biological matter was present on the device and it appeared to be unused. However, proximal from the suture hole, six crude holes with approximately 1.5cm of space between each hole were found which appear to be have been added by the customer. The mac-loc was in the locked position and no additional surface damage was noted on the device. A leak test was conducted and confirmed the presence of a leak between the connector cap and catheter tubing. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be slightly wound in the threads, while the flare appeared to be lopsided with a lip. For the second returned catheter, no biological matter was seen on the device, as it appeared to be unused. No additional holes were found on the second device and no additional surface damage was noted. The catheter was returned in a locked position. A leak test was conducted and was unable to confirm the presence of a leak in the device. Tug and twist tests revealed the proximal assembly was secure. The cap of the second catheter could not be removed, however the flare was examined. The flare also appeared lopsided with a minor lip. Due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flares of either catheter were manufactured to specifications. Dimensional analysis confirmed that the devices and components were manufactured to the correct specifications and tolerances in each catheter. Additionally, a document based investigation evaluation was performed. Based on the current review of documentation, inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record was performed and revealed one relevant nonconformance in lot 8865981 for too many adapter threads showing. A total of four affected devices were scrapped. It should be noted that no other complaints were reported for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. One of the devices was returned in an altered state, but it is unclear if any of these alterations could have contributed resulted to the reported leak. Appropriate measures have been taken to address this failure mode. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.